Event description:
Allegedly, patient was revised due to mom complication; pain and infection left.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01255.